Event description:
A device report form (B)(4) indicated a hospital in the (B)(6) reported: during a procedure surgeon used a epoca cocr head size 56 with a epoca glenoid 54. The 56 size glenoid was not in the set. Surgeon noted he will not be performing a revision on the (B)(6) pt. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
(B)(4): product development reviewed the event and determined the reported device was not included as part of an individual evaluation set and was an isolated incident.(B)(4): placeholder.